Event description:
It was reported that the patient couldn't conduct an "air purge" with the bd micro fine plus¿ insulin pen needle before use because the dial didn't turn. The consumer reported 3 occurrences of this event. The following information was provided by the initial reporter, translated from japanese to english: "connected with humalog pen. The dial of the pen didn't turn and the patient couldn't conduct air purge."

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. Unable or difficult to prime (all prior to injection) is not considered to be a reportable malfunction.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the patient couldn't conduct an "air purge" with the bd micro fine plus¿ insulin pen needle before use because the dial didn't turn. The consumer reported 3 occurrences of this event. The following information was provided by the initial reporter, translated from (B)(6) to english: "connected with humalog pen. The dial of the pen didn't turn and the patient couldn't conduct air purge."